Manufacturer narrative:
The customer's meter and test strips were requested for investigation and replacement product was sent to the customer. Test strip retention samples passed the internal inspection. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The reporter's meter and 1 test strip were provided for investigation where they were tested using retention controls. Testing results (qc range = 2.1 - 3.3 inr): qc 1: 2.9 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. Medwatch field UDI number: (B)(4). Medwatch field occupation: the occupation is lay user/patient.

Event description:
The initial reporter complained of a questionable result from a coaguchek xs meter with serial number (B)(4). The laboratory result, using recombplastin 2g reagent on an acl top 300 analyzer, was 2.0 inr at 11:22 am. The result on the coaguchek meter was 2.6 inr at 12:16 pm. The patient's therapeutic range is 2.5 - 3.5 inr. She tests weekly.